Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: e2dr01 ipg implanted: unknown . (B)(4).

Event description:
It was reported that the patient's rhythm was 45 beats per minute. Interrogation of the implantable pulse generator (ipg) indicated the device was at elective replacement indicator (eri). The right ventricular (rv) lead impedance was low, and a threshold test resulted in loss of capture. The device was explanted and replaced. When the rv lead was connected to the new ipg, the impedances and thresholds were in range. The physician wondered why the device indicated elective replacement indicator (eri) instead of end of life (eol). No further patient complications have been reported as a result of this event.